Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low glucose followed by persistent high glucose while using the ilet, contacted the healthcare provider, and was transitioned off the pump to injections; subsequent troubleshooting identified a leaking connector, after which glucose levels decreased, and the user elected to delay resuming pump use. Symptoms included hyperglycemia. Outcomes included temporary discontinuation of pump therapy and self-management with injections without hospitalization. Investigation included user interview and troubleshooting guidance regarding potential infusion site issues, cartridge integrity, and connection leakage. Investigation of this case revealed a suspected fluid leak at the connector consistent with a device connection or cartridge interface issue, which resolved after the user changed the set and connection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related or connection integrity factors leading to interrupted insulin delivery.